Event description:
Stopcock on ECMO circuit dripping blood and cracked. Detected immediately so no harm to patient. Stopcock removed and changed with different manufacturer supply. All stopcocks of this brand will be removed from service when different manufacturer stopcocks available.